Event description:
This unsolicited case from (B)(6) was received on 19- feb-2018 from physician (orthopedist). This case concerns a (B)(6) years old female patient who received treatment with synvisc injection and after 107 days of receiving injection, patient had knee swelling, numbness in the knee, difficulty in straightening the knee, feeling hot, hydrops; after 108 days had yellow fluid was aspirated. No past drugs. Medical history, concurrent conditions, concomitant medication were reported. On (B)(6) 2017, patient received treatment with first intra- articular synvisc injection, at a dose of 2 ml (frequency: not reported) for osteoarthrosis of the left knee. On (B)(6) 2018, the patient received the third dose of synvisc injection. On (B)(6) 2018, after 107 days of receiving injection, the patient complained of numbness in the knee and difficulty in straightening the knee. On the same date, swelling, feeling hot, and hydrops appeared. Treatment with synvisc was discontinued with the last dose on (B)(6) 2018. On (B)(6) 2018, after 108 days of receiving injection, at the re-visit, 27 ml of yellow fluid was aspirated. On (B)(6) 2018, at the re-visit, 24 ml of light yellow fluid was aspirated. On (B)(6) 2018, the patient visited another hospital with a referral, where 19 ml of light yellow fluid was aspirated. On (B)(6) 2018, culture of the joint fluid performed at the hospital was negative. On (B)(6) 2018, the crp (c-reactive protein) and wbc (white blood cell) were 2.26 mg/dl and 7600/mm3, respectively, and the adverse reactions to synvisc were considered. At the moment, treatment with intravenous steroid was ongoing. As of an unspecified date, the patient had not recovered from the three events. Corrective treatment: intravenous steroid for all events outcome: not recovered for knee swelling, feeling hot, hydrops; unknown for numbness in the knee, difficulty in straightening the knee, yellow fluid was aspirated a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: swelling, reporting orthopedist's seriousness assessment: serious (medically significant); reporting orthopedist's causality assessment: highly probable; diagnosis: feeling hot; reporting orthopedist's seriousness assessment: serious (medically significant); reporting orthopedist's causality assessment: highly probable; diagnosis: hydrops, reporting orthopedist's seriousness assessment: serious (medically significant); reporting orthopedist's causality assessment: highly probable; seriousness criteria: required intervention and medically significant for knee swelling, feeling hot, hydrops; required intervention for numbness in the knee, difficulty in straightening the knee, yellow fluid was aspirated; no further information was expected as it was difficult to have an interview with the reporting orthopedist due to being very busy. Pharmacovigilance comment: sanofi company comment dated: 22-feb-2018: this case concerns a male patient who received treatment with synvisc one and later had numbness in the knee, difficulty in straightening the knee and feeling hot. Based upon the company investigation, the causal role of the product cannot be denied with the occurrence of event. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case .

Event description:
This unsolicited case from japan was received on (B)(6) 2018 from physician (orthopedist). This case concerns a 73 years old female patient who received treatment with synvisc injection and after 107 days of receiving injection, patient had knee swelling, numbness in the knee, difficulty in straightening the knee, feeling hot; after 108 days had yellow fluid was aspirated/hydrops. No past drugs. Medical history, concurrent conditions, concomitant medication were reported. On (B)(6) 2017, patient received treatment with first intra- articular synvisc injection, at a dose of 2 ml (frequency: not reported) for osteoarthrosis of the left knee. On (B)(6) 2018, the patient received the third dose of synvisc injection. On (B)(6) 2018, after 107 days of receiving injection, the patient complained of numbness in the knee and difficulty in straightening the knee. On the same date, swelling, feeling hot, and hydrops appeared. Treatment with synvisc was discontinued with the last dose on (B)(6) 2018. On (B)(6) 2018, after 108 days of receiving injection, at the re-visit, 27 ml of yellow fluid was aspirated. On (B)(6) 2018, at the re-visit, 24 ml of light yellow fluid was aspirated. On (B)(6) 2018, the patient visited another hospital with a referral, where 19 ml of light yellow fluid was aspirated. On (B)(6) 2018, culture of the joint fluid performed at the hospital was negative. On (B)(6) 2018, the crp (c-reactive protein) and wbc (white blood cell) were 2.26 mg/dl and 7600/mm3, respectively, and the adverse reactions to synvisc were considered. At the moment, treatment with intravenous steroid was ongoing. As of an unspecified date, the patient had not recovered from the three events. Corrective treatment: intravenous steroid for all events outcome: not recovered for knee swelling, feeling hot; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: swelling. Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Diagnosis: feeling hot. Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Diagnosis: hydrops. Reporting orthopedist's seriousness assessment: serious (medically significant). Reporting orthopedist's causality assessment: highly probable. Seriousness criteria: required intervention and medically significant for feeling hot, knee swelling, yellow fluid was aspirated/hydrops, yellow fluid was aspirated/hydrops; required intervention for numbness in the knee, difficulty in straightening the knee no further information was expected as it was difficult to have an interview with the reporting orthopedist due to being very busy. Based on information was received on (B)(6) 2018, event of hydrops was deleted. Event verbatim was updated for the event of yellow fluid was aspirated to yellow fluid was aspirated/hydrops. Clinical course amended. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated: (B)(6) 2018: this case concerns a male patient who received treatment with synvisc one and later had numbness in the knee, difficulty in straightening the knee and feeling hot. Based upon the company investigation, the causal role of the product cannot be denied with the occurrence of event. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from (B)(6) was received on 19- feb-2018 from physician (orthopedist). This case concerns a (B)(6) years old female patient who received treatment with synvisc injection and after 107 days of receiving injection, patient had knee swelling, numbness in the knee, difficulty in straightening the knee, feeling hot; after 108 days had yellow fluid was aspirated/hydrops no past drugs, medical history, concurrent conditions, concomitant medication were reported. On (B)(6) 2017, patient received treatment with first intra- articular synvisc injection, at a dose of 2 ml (frequency: not reported) for osteoarthrosis of the left knee. On (B)(6) 2018, the patient received the third dose of synvisc injection. On (B)(6) 2018, after 107 days of receiving injection, the patient complained of numbness in the knee and difficulty in straightening the knee. On the same date, swelling, feeling hot, and hydrops appeared. Treatment with synvisc was discontinued with the last dose on (B)(6) 2018. On (B)(6) 2018, after 108 days of receiving injection, at the re-visit, 27 ml of yellow fluid was aspirated. On (B)(6) 2018, at the re-visit, 24 ml of light yellow fluid was aspirated. On (B)(6) 2018, the patient visited another hospital with a referral, where 19 ml of light yellow fluid was aspirated. On (B)(6) 2018, culture of the joint fluid performed at the hospital was negative. On (B)(6) 2018, the crp (c-reactive protein) and wbc (white blood cell) were 2.26 mg/dl and 7600/mm3, respectively, and the adverse reactions to synvisc were considered. At the moment, treatment with intravenous steroid was ongoing. As of an unspecified date, the patient had not recovered from the three events. Corrective treatment: intravenous steroid for all events outcome: not recovered for knee swelling, feeling hot; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Diagnosis: swelling reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: highly probable diagnosis: feeling hot reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: highly probable diagnosis: hydrops reporting orthopedist's seriousness assessment: serious (medically significant) reporting orthopedist's causality assessment: highly probable seriousness criteria: required intervention and medically significant for feeling hot, knee swelling, yellow fluid was aspirated/hydrops, yellow fluid was aspirated/hydrops; required intervention for numbness in the knee, difficulty in straightening the knee no further information was expected as it was difficult to have an interview with the reporting orthopedist due to being very busy. Based on information was received on 19-feb-2018, event of hydrops was deleted. Event verbatim was updated for the event of yellow fluid was aspirated to yellow fluid was aspirated/hydrops. Clinical course amended. Text was amended accordingly. Additional information was received on 28-feb-2018. The ptc results and gptc number were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated: 28-feb-2018: this case concerns a male patient who received treatment with synvisc one and later had numbness in the knee, difficulty in straightening the knee and feeling hot. Based upon the company investigation, the causal role of the product cannot be denied with the occurrence of event. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors would aid in the complete medical assessment of the case .